Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that the patient's pump was explanted shortly after implant due to infection. The event date was reported as 2014. The infection was resolved. The drug information, diagnostics, and cause were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.